Manufacturer narrative:
Repairs have not been completed.

Event description:
The account stated the siderail dropped while the pt was supported against it during a sponge bath. The attending medical personnel prevented the pt from falling. The pt was not injured.